Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) canada alleging that a one touch ultra meter had a battery indicator issue. The patient indicated that the alleged meter issue started on an unspecified date during the morning time, a week before contacted lfs the same day. The patient claimed that as a result of the meter issue, she was unable to test her blood glucose prior to eating breakfast and taking insulin on the day of the event. She continued taking a set dose of 6 units novorapid insulin, which she normally takes in the morning (around 8 am) if her glucose is not low. Normally if she tests her glucose in the morning and finds it's low she will not take the insulin. Around 11:30 am that same morning, the patient claimed that she started feeling low blood glucose. The patient reportedly had symptoms of sweating and blurry vision. At that point, the patient tested her blood glucose on her daughter's meter and got "3.0 mmol/l." As a result of the symptoms and obtaining the result on her daughter's meter, the patient administered self-treatment by drinking orange juice. The self-care helped to relieve her symptoms. The patient mentioned that within the past week, she has had a few more instances where the "same thing happened again." The patient admitted that she had not replaced the meter's battery according to the owner's manual. The meter and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began. The patient also drank orange juice to help treat her symptoms.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.